Event description:
Breast implants were placed in 2012. Two years ago caller began to experience adverse symptoms including, arthritic symptoms in hands and joints, brain fog, back pain, skin rashes (resembles lupus), food intolerances and sensitivities, shortness of breath, and chronic chest pain. Caller's dr suggested removal of implants. Her surgery is scheduled for (B)(6) 2020.